Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 584 mg/dl at the time of incident and the other blood glucose level was 432 mg/dl. Customer experienced symptoms such as nausea and hydrated. The customer was assisted with troubleshooting. The customer was treated with corrective bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reported that they did not alleging insulin pump for under delivery. Customer states the cannula was bent. The insulin pump will not be returned for analysis.